Manufacturer narrative:
The customer¿s report that IV tubing set ¿broke in half¿ and leaked when removed from the pump was confirmed. The set was received separated at the engagement between the silicon tubing segment and the lower fitment. Further investigation under a microscope did not reveal any tears in the silicon tubing segment. No other damage or anomalies to the remainder of the set and its components was observed. The root cause of the set separation was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an IV tubing set "broke in half" and leaked when removed from the pump. The IV line was being used to infuse lipids. A new bag and tubing had to be used to restart the lipids. No patient harm reported.